Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturers field service engineer was unable to duplicate the customer reported problem. The service engineer verified restart occurrences upon review of the device diagnostic log history. The service engineer replaced the cpu pcb board and power switch to address the finding. Applicable final testing was completed and tests passed per operating specifications.